Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported, patient was in active seizure to which IV phenytoin was ordered and programmed to infuse. During the infusion, allegedly the medication was not infusing properly. There was alleged "frequent issues- partial occlusions" to which caused the medication to infuse longer than expected, and a delay in administration. Anesthesiologist attempted to problem-solve, by taking the tubing out of the pump to see if the medication would run and it was very slow. IV tubing and pump were eventually swapped out and the medication was then able infuse without issue. It was alleged patient likely experienced an increase duration of seizure as a result of the infusion delay. Customer did perform internal investigation and "found no fault with the pumps". Devices were sent back into circulation and will not be sent for investigation.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of partial occlusions causing an under infusion is being attributed to the multiple occlusion alarms during the programmed infusion which delayed the timely administration of medication. ¿ the facility was asked to provide the logs from both the suspect and concomitant devices; however, only the event and error logs from the concomitant pcu modules were supplied. ¿ the administration set was requested but was not returned; therefore, it could not be inspected or tested. ¿ event logs from the concomitant pcu module (s/n (B)(6)) connected to the suspect pump module were reviewed to gather the following details about the reported event: o the facility reported the date of the event to be 08feb2025 between 12 am to 3:59 am. O a review of the available error logs from both associated pcu modules revealed no errors that could have contributed to the reported incident. O the first occurrence of the occlusion on patient side alarm was recorded at 1:31 am. Between this time and 2:23 am the suspect alarmed a total of 60 times. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. Root cause: the probable cause of the reported complaint of partial occlusions causing an under infusion is being attributed to the multiple occlusion alarms that occurred during the infusion in question. Inspection and laboratory testing of the devices and administration set could not be performed because they were not returned for investigation.

Event description:
It was reported, patient was in active seizure to which IV phenytoin was ordered and programmed to infuse. During the infusion, allegedly the medication was not infusing properly. There was alleged "frequent issues- partial occlusions" to which caused the medication to infuse longer than expected, and a delay in administration. Anesthesiologist attempted to problem-solve, by taking the tubing out of the pump to see if the medication would run and it was very slow. IV tubing and pump were eventually swapped out and the medication was then able infuse without issue. It was alleged patient likely experienced an increase duration of seizure as a result of the infusion delay. Customer did perform internal investigation and "found no fault with the pumps". Devices were sent back into circulation and will not be sent for investigation.